Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the end user sat in the chair and states the seat folded up and the crossbrace is bent.